Event description:
A 29-yr-old male with status epilepticus underwent a craniotomy for placement of subdural eeg electrodes. After completion of procedure and transfer of pt to ICU bed, ventilation was re-initiated using the pt's bedside manual resuscitator. After 3-4 uneventful breaths, ventilation became defficult; hypoxemia, hypotension, and bradycardia occurred within 1-2 min despite changing ventilation devices. Needle thoracostomy of the right chest revealed air escape and led to imediate resolution of signs. A chest tube was placed. Clinical diagnosis: right tension pneumothorax. Examination of the ventilating device revealed copious secretions in the non-rebreathing and peep valve housing. Resuscitator function returned to normal only after jostling the spring - loaded peep valve into mobility. (*)